Manufacturer narrative:
(B)(4). Foreign county: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision due to unknown reasons. It was noted that during the revision the shell fractured after repeated impact of trying to insert into patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of an event already reported on MFR numbers: 0001822565-2019-00306, 0001822565-2019-00307.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of an event already reported on MFR numbers: 0001822565-2019-00306, 0001822565-2019-00307.